Event description:
Additional information was received that due to premature battery depletion, a revision procedure was performed and this device was explanted. No adverse patient effects were reported during the procedure.

Event description:
The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the premature battery depletion observation.

Event description:
Boston scientific received information that during a routine follow up appointment, device longevity was seven and a half (7.5) years. Left ventricular outputs had been increased by 1.0v. Approximately three months later, remaining device longevity was less than one year. Technical services was consulted and discussed the excessive power consumption and the urgency of replacing the device due to patient pacer dependence. No device allegations were noted. A save to memory disk was performed. Analysis confirmed that the delivered therapy was a result of the increased power and the device was undergoing a hardware malfunction. Detailed analysis was recommended once the device was explanted. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.